Manufacturer narrative:
One device was returned for analysis of complaint of occlusion alarm. Review of event history found downstream occlusion alarms. There was no applicable service history found. Visual and functional testing was performed. Complaint of "occlusion alarm" could not be confirmed through functional testing. Device occluded at 11.3psi, within acceptable range (9psi to 27psi). Replaced downstream occlusion (dso) seal and upstream occlusion (uso) seal as preventative maintenance and calibrated dso.

Event description:
It was reported that the device had displayed occlusion alarm. There was no reported patient involvement.